Event description:
The patient reportedly experienced sound quality issues with her ci device. The patient was seen by a company representative for device evaluation. External equipment was exchanged, but the problem was not resolved. Testing performed revealed out of range impedances and open electrodes. An appointment will be scheduled with the surgeon to discuss revision surgery.